Manufacturer narrative:
D5; h2,3,4,6; g4: added additional info. D6: info not available. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cannula assembly, good; seal chamber, good; stopcock condition, good; stylet/cannula condition, good and tissues between stylet and cannula, no. Functional tests & results: stylet retracts, yes. Analysis conclusion: based upon inquiry info received, visual examination, and functional tests, no conclusion could be reached as to what may have caused reported incident. Instrument was returned with damage at needle tip, but was otherwise in good physical condition. No conclusion could be reached as to how needle tip had become damaged. Needle conformed to spring force/indicator test at .704lbs. And passed saline drop test. Experience customer reported could not be repeated. Each instrument is evaluated during assembly process to ensure it functions properly.